Manufacturer narrative:
Additional information: d9. Investigation summary a photo was provided showing two (2) tegos with the male luers shown. It appeared that blood was inside of the fluid path of the tego. No tearing observed on the tego. The complaint can be confirmed based on the lot history. The probable cause of the no flow is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history was reviewed, and no nonconformities were found that would have led to the reported complaint. The lot number was found to fall under the scope of CAPA, corrective and preventative actions are in process.

Event description:
The event involved a tego¿ connector where the customer reported that 2 devices involved. They stated that it was impossible to use the tego for a second dialysis session, the nurses had to remove the tegos because the devices were clotted and cracked. The customer further stated that no defect was noted with the device or the packaging prior to use. The disinfectant used was chlorhexidine, and the products used in the circuit were - lock solution, and saline solution. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.